Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in the right eye approximately two weeks post treatment. A flap lift and rinse was performed to remove epithelial cells. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.